Manufacturer narrative:
Additional information was received stating the event was unrelated to the device or therapy. As such, this event is a non-complaint. No further regulatory reports will be submitted pertaining to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving baclofen at an unknown dose and concentration via an implantable pump for movement disorders. It was reported that the patient was admitted acutely to the hospital on (B)(6) 2018 with hypothermia and increased seizure activity. The patient was worked up for possible sepsis and all tests were negative, however the patient continued to have symptoms. The hcp was requesting a manufacturer representative (rep) to check the pump status. Additionally, the hcp had attempted to contact the managing pump doctor, however they had not heard back yet. No pump alarms were heard. No further issues were reported or anticipated.